Event description:
(B)(4). Same case as 2134265-2010-04225. It was reported that following a coronary artery treatment procedure, the patient experienced a myocardial infarction (mi). Lesion 1 was located in the mid left anterior descending (mid lad) artery with a reference vessel diameter of 2.75 mm, 70% stenosis and was 18 mm long. The physician treated the lesion with direct stent placement by implanting a 2.75 x 20 mm taxus liberté stent with 9% residual stenosis. Lesion 2 was located in the proximal left anterior descending (prox lad) artery with a reference vessel diameter of 3.0 mm , 70% stenosis and was 10 mm long. The physician treated the lesion with direct stent placement by implanting a 3.00 x 12 mm taxus liberté stent with 9% residual stenosis. Post-procedure, before discharge the patient had an elevated cardiac enzymes consistent with an mi. Due to the elevated enzymes and evidence for septal myocardial infarction, cardiac catheterization was recommended. Medical therapy was recommended and the patient was discharged 3 days post procedure on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: as no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for the batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)